Event description:
Same event as MFR report #: 2134265-2009-00613. It was reported that during a percutaneous transluminal coronary angioplasty procedure, a catheter and wire became stuck, causing the wire to become frayed. The lesion being treated was a chronic occlusion in the left anterior descendent (lad) artery. The iq marker guide wire was advanced into position. Then the 1.5 x 15mm apex balloon was advanced, however, it became stuck on the tip of the iq marker guide wire. The physician attempted to move the guide wire, however, it also would not move, so the physician removed both. The physician then noted that the balloon catheter had frayed the wire. No pt complications were reported. The procedure was not completed due to other reasons. Pt status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.